Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the blood tubing failed, appearing to have a hole where it connects to the pump. There was no patient harm.

Event description:
The customer reported that the blood tubing had a hole in the silicone segment near the upper fitment. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a hole in the pump segment was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.08761 inches long. Visual examination under magnification noted no crush marks to the upper blue fitment. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The root cause of the leak was a tear in the silicone segment. The cause of the tear was not identified.